Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to obtain additional information and to retrieve the device: can you please clarify what was done to address the tear in the stomach tissue? Were there any patient consequences? Was there any change in the post-operative care of the patient due to the event that occurred? If yes, please describe. To date, no response has been provided and the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the devices clipped the stomach but didn't let go of the stomach tissue. The shaft of the clip didn't navigate and it didn't let the tissue go but it tore the stomach. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. H10=corrected data=h10. H10: investigation summary: possible causes for the found condition of the yielded jaws may be due the device being closed over an existing hard object or clip, thus placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel.

Manufacturer narrative:
(B)(4). Batch # t92a11. Investigation summary: the analysis results found that the er320 device was received with no damage in the external components. In order to replicate the reported incident, the instrument was cycled, and no clips were fed into the jaws even though the device was actuated in several occasions. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to be fed into the jaws. In addition, 13 clips were found remaining inside the clip track. The damage on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.